Event description:
During a procedure, the short and long matrix mis helical blades would not engage with screw. The scrub technician struggled for 20 minutes and tried using a hammer but was not successful. Another set of blades was used instead to complete the procedure. This medwatch covers 1 device. This complaint is 3 or 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Based on the manufacturing evaluation the specifications at the time of the original manufacturing, the evaluation performed, and the unknown cause, this complaint is deemed invalid from a manufacturing position. Based on the product development event evaluation all of the tissue retractors work properly when used according to the recommended technique. This complaint is invalid from a design standpoint. DHR found there were no complaint-related anomalies, mrrs, or ncrs associated with this lot. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.